Event description:
It was reported that the water leaked from the foley catheter part.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Photo: received six (6) photo samples. Five (5) photo samples showcase an overview of an all-silicone temp sensing foley catheter with sample port connector and its packaging. Sixth photo sample showcase a piece of paper with native writing. DHR review is not required as the reported event is unconfirmed, however DHR review was completed prior to sample evaluation. As the reported event is unconfirmed, a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leaked from the foley catheter part.